Manufacturer narrative:
Investigation summary: investigation into this event showed that calibrator responses and calibration parameters are typical, and qc was acceptable on the original test date. Customer is following correct protocol for cartridge handling and storage of immunowash fluid. Results of a precision test showed that the precision of the system was not as expected. On-site service replaced the immunowash fluid pump. Post service precision tests results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed positively biased phbr results on a cap proficiency fluid tested on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.